Event description:
It was reported that (1) tsb45 was used during an unknown procedure. It was reported by the affiliate that the staples malformed. Some bleeding was observed. (Amount not available) opened another device to complete the case. There was no consequence to pt.